Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparascopic open gastrectomy procedure, the surgeon was unable to load the anvil and stapler. No patient injury.